Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port. The issue persisted across multiple usb cables. Customer's blood glucose level was 129 mg/dl. The customer continued to use the pump for insulin therapy.